Manufacturer narrative:
The customer's stated problem was verified. The device displayed error 117, the pwa board is malfunctioning and will be replaced. (B)(4).

Event description:
It was reported that during use of a cadd® cadd-ms® 3 ambulatory infusion pump there was a system fault.